Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient was in good condition post procedure.